Event description:
It was reported that the doctor found a leak in the valve during the operation, so they changed to another valve.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.